Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call (B)(6) 2018 a recurring no delivery alarm of the insulin pump. Under delivery of insulin constantly being provided. Blood glucose level at the time of the incident was unknown but reported as high. Troubleshooting occurred and infusion set and reservoir were changed multiple times but issue remains unresolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Device passed rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery alarms functioning properly during testing. Device functioning properly. (B)(4).